Event description:
A report was received that, during a trial implant procedure, a patient went into cardiac arrest after the physician began to sedate him. The patient was given IV medications and CPR was performed. The patient was taken by ambulance to a nearby hospital, where he regained a heartbeat. No devices were implanted in the patient. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.